Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon inflated above rated burst pressure (rbp). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned for evaluation. Factors that can contribute to balloon rupture include, but are not limited to, balloon damage during manufacturing, weak materials, excessive applied pressure, lesion calcification or tortuosity or interaction with the anatomy and/or accessory devices. During use, interaction with anatomy and/or accessory devices can damage or weaken the balloon material and lead to rupture during inflation. In this case, there was no report of any leak during preparation for use, which may suggest that the balloon was not damaged prior to use. It was reported that the device was inflated to 16-17 atmospheres, which may have exceeded the rated burst pressure (rbp) of 16 bar/kpa. The foxcross instructions for use (IFU) states: caution: do not exceed the rated burst pressure. Higher pressures may damage the balloon or catheter. Dissection, as listed in the IFU, is a known adverse event associated with percutaneous transluminal angioplasty (pta) and is not necessarily an indication of a product quality deficiency. Dissection can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. Based on the information received, the reported balloon rupture appears to be related to the reported inflation above rbp and may have also contributed to the reported dissection, which was treated by implantation of a covered stent. There is no indication of any product quality deficiency. In manufacturing, all balloon dilatation catheters are 100% visually inspected for balloon damage and leak-tested, and a sampling of units is destructively tested to verify the rbp.

Event description:
It was reported that the foxcross catheter was being used to dilate a lesion in the fistula. The balloon was inflated to 14 atmospheres (atm), then increased to 16-17 atm, at which time the balloon ruptured and dissected the artery. A non-abbott covered stent was implanted to treat the dissection. The procedure was completed and the patient outcome was good. No additional information was provided.